Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
Reporter indicated that the pt's family said that vns therapy did not work for the pt, but it was still left on at very low settings. Good faith attempts to rule out device malfunction have been unsuccessful to date.